Manufacturer narrative:
This device is not cleared within the us, but is similar to those cleared under p110009. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be submitted after the device evaluation has been performed.

Event description:
It was reported that a mobic-c implant disassembled in-situ after being implanted and positioned correctly; after positioning, the surgeon opened the retractor which caused the components to shift and disassemble in the disc space. The implant was removed and replaced with an alternative implant to complete the case. There were no reported patient impacts.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The complaint was confirmed with product received for failure of misplacement/disassembly upon peek jaw removal. Visual inspection reveals no deformities. Functional testing confirmed that the product could be reassembled and disassembled without difficulty. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.